Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they were getting a 1707/coupling issues error.  The following troubleshooting steps were performed; recommended moving away from possible sources of emi, recommended patient lean forward while sitting to optimize ins position, apply comfortable pressure to the recharger or consider tightening the recharging belt, moved the charger away from the lead, repositioned the recharger, located the ins by looking for incision and/or palpating the ins. The patient noted the recharger had always been finicky and they could feel the ins easily and position the center of the charger directly on the ins. They indicated the ins was tilted. It was reviewed this may make recharging difficult to sustain. They were unable to use the belt because it was far too large. They also noted they were in a chair with a metal back and near sources of emi, so this was also possibly a reason for charging difficulties. Patient was going to follow guidance given on the call for future charging sessions. A new belt was sent to resolve that issue. No patient symptoms were reported.